Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for other chronic/ intract pain (trunk/limbs). It was reported that elective replacement indicator (eri) was reported on rechargeable ins. Reviewed the definition of eri. Patient indicated they do not use the ins daily because patient does not always need it. Patient does have an allegation/ dissatisfaction with the ins longevity. Patient stated that they were told the ins would last 9 years. Patient indicated that according this doctor the battery of his device was good for 9 years but now he is getting eri code. Patient inquired if ins can run out before 9 years. Patient was redirected to health care professional (hcp) to discuss replacement and see how much time is left on the ins. Patient also reported poor coupling with recharging. Patient stated ins is not going up and ins looks like ins is trying to charge but ins battery does not go past 50%. Patient stated they continue to try and charge ins. Patient set up a charge and stated the coupling bars were empty. Reposition implantable neuro stimulator recharger antenna resolved the issue. The 6-8 bar issue was resolved. Patient stated can see full coupling and ins was charging. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's ins would show almost 0% and wouldn't charge. The patient speculated that maybe the charger is bad. The patient was unsure of the eri was resolved. The patient reported that it seems to charge a lot at times and then not at other times. The patient reported that it finally recharged after a significant amount of time (1 - 2 hours). No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that he feels the implantable neurostimulator recharger is not charging his implantable neurostimulator. He cannot get the implantable neurostimulator past 50 percent. The implantable neurostimulator recharger has all 8 coupling boxes shaded, and it shows that it is charging. The patient reported that he charges for 30 to 45 minutes, and it was reviewed with the patient that he should charge for longer, and that it is expected to take longer to charge the battery from empty to full. The patient noted that he is in contact with his health care provider, and that he was going to continue working with his implantable neurostimulator recharger. There were no patient symptoms or complications reported.